Event description:
It was reported that the second port of the bd alaris¿ syringe module administration set got "squished" during use, causing an occlusion during the infusion. The following information was provided by the initial reporter: "this patient was receiving continuous medication, and the pump kept alarming occluded at patient's side. After trouble shooting multiple things, it was determined to be the j loop or bd maxzero. The second port, closest to the patient, the blue part is getting squished and is occluding the other port and not letting a slow infusion medication infuse and you can't flush that port either. This has probably been happening on our unit with various patients and their infusions. The j loop was replaced after being tested that the blue part was not blocking anything."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5114768. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they are unable to flushed the sample could not be verified due to the product not being returned for failure investigation. A device history record review for model mzx5306 lot number 22089175 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the second port of the bd alaris¿ syringe module administration set got "squished" during use, causing an occlusion during the infusion. The following information was provided by the initial reporter: "this patient was receiving continuous medication, and the pump kept alarming occluded at patient's side. After trouble shooting multiple things, it was determined to be the j loop or bd maxzero. The second port, closest to the patient, the blue part is getting squished and is occluding the other port and not letting a slow infusion medication infuse and you can't flush that port either. This has probably been happening on our unit with various patients and their infusions. The j loop was replaced after being tested that the blue part was not blocking anything."